Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and fungal peritonitis with culture positive for candida in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). On an unknown date, the patient had a break in aseptic technique. On (B)(6) 2011, the patient experienced fungal peritonitis, which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient was hospitalized. On an unknown date the patient was treated with unspecified antibiotics. On (B)(6) 2011, the patient had her peritoneal dialysis catheter removed and the dianeal therapy was withdrawn. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis resolved. The nurse believed that the event of peritonitis was not related to the dianeal therapy but was due to the break in aseptic technique. No statement of causality was reported for the break in aseptic technique.